Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿ this report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-01702 / 03075). Product requested, not yet received.

Event description:
During a distal bicep repair, the threads of three anchors fractured off the end of the suture. Additional holes had to be drilled and the procedure was completed with another device.

Manufacturer narrative:
This follow up report is being filed to correct device brand name. This report is number 2 of 3 mdrs filed for this event (reference 1825034-2016-01702, 03075 & 04324).